Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 12, 2019 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted september 09, 2019.

Manufacturer narrative:
This report is submitted on august 12, 2019.

Event description:
Per the clinic, the recipient had a MRI on (B)(6) 2019. No pain and no reaction were reported during the MRI. However, a week later it was discovered the magnet of the internal device was reversed. The implanted device remains. A reverse polarity magnet has been ordered for the recipient.